Event description:
Boston scientific received information that that this left ventricular (lv) lead was unsuccessfully implanted due to placement difficulty. Placement difficulty met during the implant procedure was due to patient's anatomy. A new lead was implanted. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.